Manufacturer narrative:
Philips service restored image on hard disks; ups replacement suggested. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image storage was unavailable due to a hard disk issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.